Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The complaint device wasn't returned, but the receiver (sm45141748) that was used with the device has been received for evaluation on (B)(4) 2015. The data log was provided by the patient. The data was reviewed on (B)(4) 2016 and did not confirm the reported event of an intermittent antenna icon. A definitive root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (part number (B)(4)/lot number 5197669), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.